Event description:
It was reported the intraocular lens showed a scratch mark on the optic after implantation into the patient's eye. The incision was enlarged during the same procedure and the lens exchanged with another. No patient injury reported.

Manufacturer narrative:
The intraocular lens (iol) was discarded by the surgery center and not received for evaluation. An empty lens box only was returned. The iol met all manufacturing specifications prior to release. This specific complaint analysis is inconclusive as we were unable to confirm the report. All available information is included in this report. Lens discarded at the surgery center